Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Patient¿s mother reported the patient¿s follower at school received an alarm for a cgm value of 62 mg/dl. The patient was given orange juice and waited until the bg appeared to rise. However, the patient started shaking and 30 minutes later, the cgm value seem to drop again and the patient was given some candy. The cgm value started to rise (the cgm values were not provided). The school nurse was contacted, a finger stick was performed, and the patient¿s bg was 400 mg/dl. The patient was taken to the hospital, treated with insulin and discharged home from the emergency department. There were no reported glucose values available to search within the parkes error grid calculator. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.